Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon. Troubleshooting was performed, and high out of range pacing impedance measurements greater than 3000 ohms were observed on the right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported.